Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven inappropriate shocks due to noise oversensing. It was suspected that the cause might have been related to the device and electrode connection, however, technical services (ts) confirmed the connection appears appropriate. A possible electrode fracture was discussed by ts based on an electrode bend close to the device header, however, the fracture is not confirmed at this time. The patient was hospitalized in the meantime but has already been discharged home with the device programmed to the secondary vector as no artifacts were reproduced in this vector. Further troubleshooting recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven inappropriate shocks due to noise oversensing. It was suspected that the cause might have been related to the device and electrode connection, however, technical services (ts) confirmed the connection appears appropriate. A possible electrode fracture was discussed by ts based on an electrode bend close to the device header, however, the fracture is not confirmed at this time. The patient was hospitalized in the meantime but has already been discharged home with the device programmed to the secondary vector as no artifacts were reproduced in this vector. Further troubleshooting recommendations were provided. Additional information was provided. The patient was seen in-clinic and it was decided to replace the electrode. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven inappropriate shocks due to noise oversensing. It was suspected that the cause might have been related to the device and electrode connection, however, technical services (ts) confirmed the connection appears appropriate. A possible electrode fracture was discussed by ts based on an electrode bend close to the device header, however, the fracture is not confirmed at this time. The patient was hospitalized in the meantime but has already been discharged home with the device programmed to the secondary vector as no artifacts were reproduced in this vector. Further troubleshooting recommendations were provided. Additional information was provided. The patient was seen in-clinic and it was decided to replace the electrode. The replacement procedure has been scheduled, however, it has not yet been performed. The s-ICD system remains in service at this time. No additional adverse patient effects were reported.